Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac signal and CPR/motion artifact. At 13:48:14, the patient's rhythm was sinus bradycardia at 50 bpm with pvcs/nsvt and hb degrading to vf with motion artifact, varying rates/amplitudes and response button use. Response button use prevented the lifevest from treating the patient. At 13:49:40, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity, unconducted p waves and CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity, unconducted p waves and CPR/motion artifact. At 13:57:15, the patient's rhythm was an idioventricular rhythm at 20 bpm with unconducted p waves and low amplitude cardiac signal degrading to asystole. Device was shutdown at 13:58:16. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.